Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had critical pump error. Customer's blood glucose level was 161 mg/dl at the time of the incident. The customer was assisted with the troubleshooting. The insulin pump will be returned to the analysis.

Manufacturer narrative:
No critical pump error (open book image) or audio/beep anomaly noted testing. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. During visual inspection, the electronic assembly, motor and force sensor had moisture damage.